Manufacturer narrative:
One smiths medical medfusion pump was returned for analysis with a cracked lower left corner of top case and right plunger case and had no backlight. Event log history was performed and indicated that check syringe plunger sensor was recorded in history. It was noted that flippers were resting on top of ear clip when plunger assembly was pushed all the way in, and this was the cause of the reported issue. Service replaced left plunger case to correct the reported issue. Service also performed preventive maintenance and all functional testing. Based on the evidence, the complaint was confirmed, and the problem source of the reported event was noted to be design.

Event description:
Information was received indicating that a smiths medical medfusion pump exhibited syringe sensor error. No adverse effects were reported.